Event description:
Additional information received reported the patient was sleeping a lot.

Event description:
It was reported that the pump was replaced due to the motor being stalled. It was also reported that the pump was alarming due to an empty reservoir however; during the surgery "13cc's" of fluid was removed. The implanted catheter was successfully aspirated intraoperatively. The patient was kept in the hospital overnight for observation and patient was had "no further incident".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Pump analysis found gear train anomaly/corrosion and-or wear and-or lubrication.

Event description:
It was reported that there was a change in effect and a critical alarm occurred due to a constant motor stall. The alarm was first heard by the patient on (B)(6) 2012. It was denied that there was any electro-magnetic interference (emi) or magnetic resonance interaction. The patient was not due for refill yet and the last refill was on (B)(6) 2012. The morning of (B)(6) 2012, the patient woke up not feeling well, "more pain," and no appetite. It was stated that he felt like he was in withdrawal and was "not getting pain relief." The patient also had difficulty walking due to the pain. On (B)(6) 2012, the patient was hospitalized due to the pump alarming, increasing pain and withdrawal symptoms. The motor stall was first noticed in the emergency room (ER) when the pump was interrogated and an active alarm was confirmed via telemetry. The patient was "throwing up," cold and shivering. It was indicated when the patient had morphine in his pump, it caused him sleep apnea and he slept with oxygen because he would stop breathing at night. The patient was switched to dilaudid. It was noted on (B)(6) 2012 that the patient was supposed to be discharged and sent home with a clonidine patch; however per patient he was unsure since he had a "bad night." It was reported the following day that the patient was admitted to the hospital and the motor stall never recovered. It was indicated that further treatment options was being considered. The outcome of the patient was not provided. The drugs delivered via pump were clonidine and dilaudid.

Manufacturer narrative:
Product ID 8711, serial# unknown, product type catheter. (B)(4).